Event description:
It was reported that prior to the start of a da vinciassisted procedure, after port placement, the system arms failed to deploy for docking and displayed a message about sterile tasks and column drape, even though the customer does not normally use a column drape. Troubleshooting with an intuitive surgical inc. (Isi) technical support engineer included steps such as performing a hard power cycle and verifying that the arms were positioned behind the green laser line, but these were unsuccessful, leading the customer to convert the case. The customer stated that the case was converted to traditional laparoscopic surgery because the robot would not come out of a frozen state when the team attempted to dock. The system had indicated it was ready to use prior to docking, and troubleshooting was performed by the clinical staff and the intuitive representative, with dvstat/technical support also contacted; however, the issue could not be resolved. The procedure was completed laparoscopically, and additional ports were placed because robotic and laparoscopic port placement are not the same. The patient tolerated the conversion, and there was no patient harm, although there was a delay and the patient remained under anesthesia longer than necessary due to the issue. No post-operative complications were reported, the patients current status was not available.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to investigate the reported issue, which was confirmed during the field evaluation. The fse identified a wiggle test error on the boom motor and suspected axes controller platform (acp4) or shoulder motor involvement. After performing a boom motor calibration onsite, the system successfully deployed for draping, completed sterile stow, deployed for docking, test drove, and stowed without issue. These functions were repeated multiple times with consistent results, and the system was verified as ready for use.